Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event temporarily occurred due to one or more of the following: - disturbance of the esg-400 due to interspersed electromagnetic interference fields (temporary error). - the user actuates the foot switch while the generator is booting (temporary error caused by user action). - a defective foot switch due to a short circuit in the connector (temporary error). - a defective foot switch due to a defective reed contact (temporary error). - a defective cable connection between the hvps (printed circuit) board and the generator board (temporary or permanent error). - a defective cable connection for the output signal between the generator board and the relay board (temporary or permanent error). However, the root cause was unable to be determined since the event could not be reproduced. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported the device exhibited an error e433 . The issue was found at preparation (inspection ) for use for a therapeutic cholecystectomy procedure . The device was replaced and the intended procedure was completed using a similar device. There was no delay in the procedure . No patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the reported error e433 was not confirmed. Review of service repair history found the concerned device was repaired previously for fault detection of error e433 due to defective generator board. Investigation is ongoing. This report will be supplemented accordingly following investigation.